Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 44-year-old female with cardiogenic shock without known cause received support from an impella cp smartassist cardiac pump and va-ECMO to rest the heart. After more than 10 days of support, the patient had successfully been weaned from support. The day after impella removal, the condition of the patient worsened. Trans-esophageal echo revealed massive mitral valve insufficiency with loose chordae. The patient underwent emergency surgery to repair the damaged mitral valve. The patient has been stable afterwards. (Of note: impella cp smartassist pump is indicated for 5 days of use.)

Manufacturer narrative:
The investigation into the heart valve damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical data reported, the cause of the heart valve damage issue was not determined since product was not returned and insufficient clinical information were provided.